Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a steel 6 mm contact/detach infusion set; there were no leaks observed, no delivery-stopping alarms, and insulin delivery was resumed after a guided infusion set change with tubing fill and cannula fill. Symptoms included elevated blood glucose with a peak of 265 mg/dl for approximately 20 minutes, without loss of consciousness, dizziness, diabetic ketoacidosis, or other clinical sequelae. Outcomes included no medical intervention, no hospitalization, no back-up therapy use, and no ketone testing. Investigation included user coaching on infusion set replacement and monitoring, review of device alerts, and follow-up confirming return to target range. Investigation of this case revealed that the cause of hyperglycemia was unclear and that the device was delivering insulin without interruption. It was concluded that the event was user-manageable with troubleshooting and education, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.